Manufacturer narrative:
H.6. Investigation conclusions: code 22 added. H.6. Investigation conclusions: code 22 - according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), endoleak, and persistent false lumen flow. H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 4315.

Manufacturer narrative:
Concomitant medical products and therapy dates: asked but unavailable. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, persistent false lumen flow, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), endoleak, and reoperation.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a type b acute aortic dissection using gore® tag® conformable thoracic stent grafts with active control system. On (B)(6) 2021, the post-operative CT imaging revealed that the false lumen was slightly enlarged, and a proximal type I endoleak was suspected. No information was available regarding the cause of the event. On (B)(6) 2021, a reintervention took place whereby an additional gore® tag® conformable thoracic stent graft with active control system was implanted proximally. The patient tolerated the procedure.